Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it did not meet release criteria. While recapturing the closure device the physician perforated the laa of the patient. The physician continued the procedure and recaptured and redeployed the closure device. While the physician was assessing the device to be released the patient went into cardiac arrest. The patient needed to be resuscitated. The closure device was released in the patient at this time. The patient was noted to have a pericardial effusion at this moment. The patient underwent cardiac massage for approximately 6 minutes before they began to stabilize. The physician performed a pericardiocentesis and administered other drugs to help treat the patient. The procedure was successfully completed, and the patient did not experience any other issues during this time. Hours later post procedure the patient became unstable and was brought in to have open heart surgery. During surgery the laa perforation was repaired, and the closure device was left in the laa of the patient. No other complications were reported to have occurred, and the patient is expected to make a full recovery.